Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon dilatation catheter was advanced; however, during second inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good.